Event description:
Patient was on 15mg continuous albuterol since 0620. When nurse went to assess patient at 0850, the patient was found with mask on, continuous running, but no mist coming from the mask and 120ml albuterol/ns solution remaining in canister.